Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. No visual damage was observed to the farawave catheter. The catheter was placed into the x-ray to look for any potential abnormalities that could have contributed to deployment or flushing issues. Nothing out of the ordinary was noted on x-ray analysis. A guidewire was inserted into the catheter without resistance or issues noted. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the catheter through the irrigation line was tested. Flushing was not functional in flower or basket but was successful in the non-deployed state. Dissection of the catheter was performed to inspect the flush lumen to determine any potential cause for the reported issue. Dissection revealed some kinking of the flush lumen, which may have contributed to the reported issue. The reported catheter leak was confirmed.

Event description:
It was reported that a catheter leak occurred. It was reported that during a pulmonary vein isolation (pvi) to treat paroxysmal atrial fibrillation (afib), a farawave 31mm pulse field ablation catheter was selected for use. When flushing the guidewire lumen, slow dripping occurred out of the catheter and the guidewire would not fully load inside the catheter. The farwave catheter was replaced with a new catheter, and the procedure was completed without patient complications. The device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a catheter leak occurred. It was reported that during a pulmonary vein isolation (pvi) to treat paroxysmal atrial fibrillation (afib), a farawave 31mm pulse field ablation catheter was selected for use. When flushing the guidewire lumen, slow dripping occurred out of the catheter and the guidewire would not fully load inside the catheter. The farwave catheter was replaced with a new catheter, and the procedure was completed without patient complications. The device is expected to be returned for analysis.